Manufacturer narrative:
(B)(4). Reporting source- (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that metal fragments were found embedded and broken in the product. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of visual review of the device shows the impactor has metal debris imbedded in the impactor. Other damage noted were gouges, nicks, scratches to the impactor. Device history record (DHR) was reviewed and no discrepancies were found. A definite root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.